Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on two cortex screws, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Sales consultant reported a removal of proximal femur plate due to femoral head and neck collapsing into varus at osteotomy slightly inferior to lesser trochanter. Patient was implanted with 4.5mm locking compression plate (lcp) proximal femoral plate, two cannulated screws and 2 cortex screws; date of the original implant is not known. Patient was returned to the o.r. On (B)(6) 2013 and the hardware was explanted. This complaint is on two unknown cortex screws. This is 3 of 3 reports for complaint (B)(4).